Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was dropped from 90 to 50 mg/dl at time of incident and the current blood glucose level was 110 mg/dl. Symptoms customer was reported symptoms which was shaking, sweating, anxiety, mental confusion, belligerence, weakness and fatigue. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. Customer was alleging insulin pump was over delivering, due to blood glucose dropped from 90 to 50 mg/dl, drank 2 glasses of juice and 2 tubs of ice cream but it took a few hours before it went up to 88 mg/dl. Customer stated that paramedics were called in today, blood glucose at 105 mg/dl but after eating yogurt and 2 cups ice-cream, blood glucose just went to 110 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged possible over delivery anomaly found on (B)(6), 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Successfully downloaded history files and traces using thump and carelink upload was also successful. The customer bolus wizard were recorded and found in the formatted history file on the event date: (B)(6) 2021 07:53:15.000 normalbolusdelivered (220) normalbolusamountprogrammed: 74000 (7.4 u) bolusamountdelivered: 74000 (7.4 u) 08/13/2021 11:25:46.000 normalbolusdelivered (220) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) (B)(6) 2021 17:49:05.000 normalbolusdelivered (220) normalbolusamountprogrammed: 104000 (10.4 u) bolusamountdelivered: 104000 (10.4 u) (B)(6) 2021 23:02:03.000 normalbolusdelivered (220) normalbolusamountprogrammed: 78000 (7.8 u) bolusamountdelivered: 78000 (7.8 u). The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The insulin pump passed the functional testing. No over delivery anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.